Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Reportedly, a new cartridge was used to address the issue. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle and cartridge change was performed resolving the issue. Customer's blood glucose level was in the 400 mg/dl range.